Manufacturer narrative:
The insulin pump was received with frozen display due to moisture damage on ib. There was no unexpected error alarm noted. All the buttons functioned properly and no moisture damage on keypad traces. The unit had a cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported she experienced high blood glucose of 400 mg/dl; treated with manual injection. Customer also reported that the insulin pump alarmed and the buttons were not responding. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.